Event description:
Additional information was received. The cause of the event was not determined. No issues were encountered prior to the coil non detachment, and no pushwire damage was observed after removal from the patient. The procedure was completed using the backup detachment method after the fourth attempt. The patient did not require any additional medical or surgical intervention as a result of the coil migration. Aspirin was administered as the antiplatelet regimen before and after the procedure. No adverse events or injuries were reported, and the patient remained asymptomatic.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of an axium instant detacher having non-detachment and axium coils prolapsed outside the aneurysm. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 5.3mm and a 3.0mm neck di ameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the coil was successfully advanced and positioned inside the aneurysm sac. When detachment was attempted using the instant detacher, the coil failed to detach. Approximately 5 attempts were performed using the primary detachment device, however, the device failed.. A back up manual detachment method was then utilized. Despite 3 additional attempts to detach, detachment was unsuccessful. Then4th time, using the backup method, it detached however, immediately following release, a portion of the coil prolapsed outside the aneurysm sac. It was noted that only 1 instant detacher was used. It was indicated that all devices were prepared as per the instructions for use (IFU), and it is unknown if there were any patient symptoms or further complications reported as a result of this event.